Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit had a cracked y-piece. This was found before use on a patient.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected, pressure tested, and submerged in a water bath to check for leaks. Results: the pressure test revealed that the circuit was out of specification. The water bath test revealed that the device was leaking at the seal between the swivel elbow and the swivel wye. The visual inspection revealed a crack in the swivel, 14mm in length. A lot check revealed no other complaints for this lot number. Conclusion: we are unable to determine when the damage to the swivel occurred, but it was most likely during transport to, or handling at, the user facility. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the damage to the circuit would have caused leak, which would have would have been detected by the automatic leak and flow tester on the production line. This suggests that the damage occurred post production.